Event description:
It was reported that the patient underwent a spinal surgical procedure in which a rod was accidentally implanted during the irrigation process at the end of a procedure. Two days later the patient underwent a revision surgery in which the rod was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.